Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.